Event description:
It was reported that there was physical damage to the left hand side/relief alarm pressure and the o2 knobs are missing.

Manufacturer narrative:
Other text: h10: device investigation result: upon visual inspection, it was noticed that the front panel is severely warped near the manometer gauge, indicating that the front of the device has been subjected to impact. The relief pressure and on/off small knobs are missing as well. Battery holder is corroded. Reported problem was duplicated and confirmed. Most likely this was due to user handling of the device. In service, all the damaged or missing parts were replaced, device was calibrated and it passed the functional test.